Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient stated their ins is losing it and not holding intensity and when he turns it up he gets shocking over the implant sometimes. There are no known factors that may have led to this. The patient was advised to call when he gets an established at a pain practice and has transportation as he requires public transportation. The issue has not been resolved at this time. The patient's medical history includes fbss and bladder kidney. No further complications were reported. No additional patient symptoms were reported.